Event description:
Customer reported a malfunction with a resettable code that did not lead to blood glucose levels exceeding 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in completing the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues re-emerged.